Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles inside the device, a flat crease, a delamination and a broken fill channel. A leak test was performed and found an opening on the diaphragm valve. A microscopic analysis was performed which identified a broken sharp/crack in the fill channel. Based on the device analysis the final assessment is: a broken sharp in the fill channel assessed as an unidentified (tear) opening. A crack on diaphragm valve assessed as to cracked valve seat diaphragm valve. Delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.